Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and was hospitalized. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics. The patient¿s outcome was not reported. Action taken with pd therapy at the time of the reported peritonitis event was not reported. No additional information is available.